Event description:
The consumer reported using the product for an unspecified amount of time on her upper arm. When the patch was removed, the consumer described a burn with blistering which became hard and began to peel. No further detail was provided.

Manufacturer narrative:
The consumer used the product off-label by wearing the patch while sleeping. Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.